Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's left system was reading high impedances for all combinations involving electrode zero. It was confirmed that the impedance values were less than 10,000 ohms. It is unknown when the issue began occurring. No symptoms were reported.